Event description:
It was reported the patient received an end of service (eos) or end of life (eol) message on their device. It was stated the implantable neurostimulator (ins) battery depletion was reported as premature. It was also stated the ins was going to ¿fail¿ before the ¿allotted time.¿ it was reported the patient saw the error message in the middle of (B)(6) 2013. It was noted the patient was told by their manufacturer representative four weeks prior to report that they would have to have their device replaced within six weeks. It was also reported the patient was scheduled to have chemotherapy radiation on the back of their neck. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# v386123, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).